Manufacturer narrative:
B3 - date of event occurred between 01jan2017 and 31dec2019. D4 - possible rpns: c-utpty-1400-wayne-112497-imh or c-utpt-1400-wayne-112497-imh. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a wayne pneumothorax catheter was emergently placed in the right lateral chest at the bottom of the 5th intercostal space via seldinger technique for a patient with a pleural effusion due to cancer. The pleural effusion was diagnosed by computed tomography (CT). No imaging was performed during placement; however, it was confirmed that the catheter was placed in the desired location via x-ray following the procedure. The chest tube was then attached to active wall suction for initial serous fluid drainage, which was successfully achieved. Two days after placement, the chest tube was inadvertently removed from the patient. An additional procedure was then required to place a new chest tube. The patient was monitored in the in-patient care unit (non-intensive care) and the inpatient intensive care unit and was discharged 30 days after admission. It was noted that antithrombotic medication was not adjusted or suspended prior to procedure.

Manufacturer narrative:
Correction: annex a. Investigation ¿ evaluation. It was reported that a wayne pneumothorax catheter was emergently placed in the right lateral chest at the bottom of the 5th intercostal space via seldinger technique for a patient with a pleural effusion due to cancer. The pleural effusion was diagnosed by computed tomography (CT). No imaging was performed during placement; however, it was confirmed that the catheter was placed in the desired location via x-ray following the procedure. The chest tube was then attached to active wall suction for initial serous fluid drainage, which was successfully achieved. Two days after placement, the chest tube was inadvertently removed from the patient. An additional procedure was then required to place a new chest tube. The patient was monitored in the in-patient care unit (non-intensive care) and the inpatient intensive care unit and was discharged 30 days after admission. It was noted that antithrombotic medication was not adjusted or suspended prior to procedure. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides instructions for the proper use of the set. Evidence gathered upon review of the dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that an unintended use error could have contributed to the reported event.the instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.